Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient ¿was not doing well¿ and the patient¿s peritoneal effluent was not clear. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection (inj) reflin 500 mg (frequency, duration and route not reported), inj heparin 1000 iu (frequency, duration and route not reported) and inj amikacin 50 mg (frequency, duration and route not reported) for the indication of peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. Additional information was unable to be obtained.